Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo_12.6 implantable collamer lens of -16.00/2.5/073 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Excessive vault and significant reduction of iridocorneal angles was reported. On (B)(6) 2024 the lens was exchanged for a shorter length lens and the problem was resolved.